Event description:
A hospital in (B)(6) reported via our distributor that the "bag spike came off from the feed tube" of an mr290 vented autofeed chamber during use.no patient consequences was reported.

Manufacturer narrative:
(B)(4). Method: the complaint device was visually inspected. Results: the visual inspection found that insufficient glue had been applied between the connection of the feedset spike and tube, causing it to separate. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Our user instructions which accompany the mr290 state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." As part of our ongoing product improvements, additional glue is now applied to the feedset spike during production. (B)(4).